Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while unpackaging a 3.5x28 rx xience pro stent delivery system (sds) to perform percutaneous coronary intervention, the yellow protective sheath was difficult to remove and the stent was observed to be stuck inside of the yellow sheath. There was no report of a delay. No additional information was provided.